Event description:
Customer reported issues with the insulin pump. Customer states that there is a black light anomaly. The blood glucose reading is 358 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.unit received with missing segments during testing due to open lcd zebra connector. Unit also received with no back light due to broken solder joint on d1 lcd board. Scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads note during visual inspection.